Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax #: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd precisionglide¿ needle detached from the hub. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a sample and photo for evaluation. Our quality engineer was able to visually inspect the sample and reviewed the photo. The sample had insufficient epoxy to hold the cannula in the hub thus verifying the reported failure mode. This can be caused by a higher than normal viscosity of the epoxy and the needle being placed too high on the cannula not allowing for the epoxy to run down sufficiently. This appeared to have been the second case of needles being pulled out of the hub but didn't exceed the quality limit. A review of the device history record revealed zero defects found during production and all needle removal force tests were found to be within the acceptable range. Investigation conclusion: possible root cause: an occlusion/clump in the epoxy, higher viscosity of the epoxy, the caterpillar belts did not pull the needle out, and the epoxy was placed too high on the cannula causing insufficient run down.

Event description:
It was reported that the needle of a bd precisionglide¿ needle detached from the hub. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the needle of a bd precisionglide needle detached from the hub. There was no report of exposure, injury or medical intervention.